Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation determined that a worn-out lock latch on the video connector was causing the reported issue. The video image coming and going was confirmed. The user facility reported that the intended procedure was completed with the same equipment. No injuries were reported. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the video in the image processor was coming and going during a procedure. It was observed that the camera head was loose. No other damage or abnormalities were reported. There was no patient injury or delay in the procedure. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, 11 years or longer have passed since the delivery of the subject device. It is likely that the lock latch of the video socket wore out due to long-term repeated use, the connection with the video connector loosened, and communication with the endoscope became unstable. This instability caused the image to appear and disappear.